Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a transvaginal synthetic mesh system on an unk date to treat pelvic organ prolapse and/or stress urinary incontinence. Plaintiff's attorney alleged plaintiff experienced complications requiring additional medical and surgical intervention months after the initial implant procedure. It is alleged plaintiff suffered severe emotional distress, pain and suffering, disability. Plaintiff's attorney also alleged plaintiff sustained severe, permanent, and debilitating injuries including, mesh erosion, hardening, chronic pain, and worsening urination leading to the need for surgery.

Manufacturer narrative:
It is unk what ams pelvic mesh product was implanted. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.